Event description:
The pt experienced a fall. There were unspecified problems with impedances. The message screen indicated end of service/end of life. Device replacement was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.